Manufacturer narrative:
The lead remains in service at this time. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that the patient with this newly implanted right ventricular (rv) lead was having pain with rv pacing. The lead was noted to be functioning appropriately. The patient¿s pain subsided when doing threshold testing at the point of loss of capture. The device was reprogrammed, and a revision procedure was performed and the lead was repositioned. The patient later complained of palpitations and dizziness. The r wave amplitude and rv impedance measurements had decreased, but were not out of range. The threshold measurements had increased. The device was reprogrammed. Troubleshooting options were discussed. No additional adverse patient effects were reported. The lead remains in service.

Event description:
Additional information was received which reported a chest x-ray was taken which was unremarkable. No further actions or interventions were planned. No additional adverse patient effects were reported.